Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 50% stenosed, 1.5- 4mm x 200mm, eccentric, de novo target lesion with significant bend of <=45 degrees was located in the dorsalis pedis artery. A 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 50% stenosed, 1.5- 4mm x 200mm, eccentric, de novo target lesion with significant bend of <=45 degrees was located in the dorsalis pedis artery. A 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable. It was further reported that when a 300cm, straight tip v-14 control wire was advanced to cross the lesion, significant resistance was encountered. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device. After the event, the floppy tip of the v-18 wire was measured with a ruler and it showed 7.6 cm which is supposed to be of 8 cm. The procedure was completed with a zip wire standard and another v18- wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of a journey guide wire. The guide wire shaft, bonds and the shaft were examined for any damage. The guide wire shaft was separated approximately 4cm from the tip. Per the customers returned statement the tip was left in the patient; therefore, only the proximal end of the device was returned. The device was kinked in 2 places. The 1st kink was located 72cm from the proximal end of the shaft and the 2nd was located 231.5cm from the proximal end of the shaft. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 50% stenosed, 1.5- 4mm x 200mm, eccentric, de novo target lesion with significant bend of <=45 degrees was located in the dorsalis pedis artery. A 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable. It was further reported that when a 300cm, straight tip v-14 control wire was advanced to cross the lesion, significant resistance was encountered. However, when the physician wanted to remove the wire out of the patient, the distal tip of the guide wire came off at the proximal segment of the anterior tibial artery. No support catheter was inside other than a mach 1 located at the popliteal artery. The device was removed. A snare was used to remove the detached component of the device. After the event, the floppy tip of the v-18 wire was measured with a ruler and it showed 7.6 cm which is supposed to be of 8 cm. The procedure was completed with a zip wire standard and another v18- wire.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 50% stenosed, 1.5- 4mm x 200mm, eccentric, de novo target lesion with significant bend of <=45 degrees was located in the dorsalis pedis artery. A 300cm, 8cm poly tip v-18 control wire was first attempted to be used and was removed the wire out of the patient. A 300cm journey guide wire was then advanced and when it reached the artery, a radiopaque agent was in it. The physician stated the distal tip of the journey wire detached. No detached components were observed after the v-18 was initially removed. However, while the physician believed it was the journey tip that detached there was uncertainty if it could have been the v-18 wire. The physician immediately changed the wire with a v- 14 guide wire. The journey wire's detached tip was in the collateral artery of the dorsalis pedis artery and due to the location, the detached tip could not be removed out of the patient by an endovascular way. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.